Event description:
Dealer called stating that the right rear side hooks allegedly ripped off the seat of the 6795 shower commode chair. The consumer allegedly fell inside the seat frame. No injury alleged.